Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that after she replaces the battery, it takes one or two minutes for the display to come back on. Blood glucose value was 185 mg/dl. She also reported that the buttons had a delayed response. She mentioned that she had just been released from the hospital due to having a heart attack. The customer stated she did not have new batteries and was unable to troubleshoot. She stated she would call back when having batteries.